Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2019, the patient collapsed at his home in "considerable pain" and was taken by ambulance to hospital. On the (B)(6) 2019 the doctor performed a total hip replacement operation. The patient was discharged from the hospital on the (B)(6) 2019. The original hip replacement surgery was performed on the (B)(6) 2010. Update 09/july/2019: patient sent an email seeking compensation.